Event description:
Patient called to report a bilateral rupture discovered during explant. Patient additionally reported the following events which have been deemed not related to the device: "I¿ve been sick for 6 years with shortness of breath chest pain, all this time.¿ healthcare professional confirmed bilateral rupture. Affected side is left. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified that the device was underweight and had a broken shell. A visual analysis and microscopic analysis were performed which identified a striated break on the posterior side and a flat crease. Based on the device analysis, the final assessment is a striated opening assessed as surgical damage consistent with the use of a surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "dr. Steven mcguire thought I had a capsular contracture, but during surgery he fund that both implants were ruptured."

Event description:
Patient called to report a bilateral rupture discovered during explant. Patient additionally reported the following events which have been deemed not related to the device: "I¿ve been sick for 6 years with shortness of breath chest pain, all this time.¿ healthcare professional confirmed bilateral rupture. Affected side is left. The device has been explanted.